Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the certas valve was not draining any csf , the valve was checked, no blockage and there was no pressure when checked with a manometer.

Manufacturer narrative:
The certas valve was returned for evaluation: DHR: lot: 3276926 conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, needle holes in the needle chamber were noted. The valve is a precision valve with 3 dots. The valve passed the tests for occlusion, reflux and pressure. The valve was leak tested: only leaked from the needle holes in the needle chamber. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no occlusion was noted.

Event description:
N/a.